Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component did not cause serious injury or malfunction.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is requesting documentation regarding if their total hip arthroplasty has been recalled after experiencing pain.